Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported during infusion of epirubicin, patient referred pain in the arm (site of PICC) so infusion was stopped and PICC was removed. The PICC team that removed the device found out a breakage at 5 cm from the entrance site. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split is confirmed; however, the exact cause is unknown. Two photographs of a single lumen powerpicc solo were returned for evaluation. An initial visual observation of the photographs showed a circumferential split in the catheter near the 5cm depth marking. No details of the split could be discerned from the returned photographs. No additional damage to the sample was observed in the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information: the consultation was requested following the appearance, during the administration of therapy in your department, of pain in the arm and redness at the site of insertion of the central venous catheter. The patient had a PICC catheter implanted on april 10 and has already undergone several cycles of therapy through the same catheter without any previous reports of complications. Check-ups were performed weekly, as expected, to prevent infection and verify the proper functioning of the device. Following today's clinical evaluation, a vascular ultrasound was performed to check the condition of the catheter and the vessel. The investigation revealed alterations that made it necessary to remove the catheter. Visual examination of the removed device revealed a 5 cm rupture of the catheter.